Event description:
It was reported that a power-on-reset (por) had occurred on the patient¿s implantable neurostimulator (ins). The patient met with the manufacturer¿s representative on the day of report and the por was able to be cleared. It was noted that the ins was working fine. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 97714 , serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97714, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).